Manufacturer narrative:
Concomitant medical products: cv-290/evis lucera elite video system center, serial number: unknown. The device was evaluated by olympus. The evaluation found that the reported issue was confirmed. The nozzle was clogged with an unknown foreign material that could not be removed. The nozzle had to be replaced. It was unable to identify when the foreign material was attached to the scope. There was a possibility that the scope was used for the next procedure with the foreign material attached. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, water/air would not pass through the tube on the evis lucera elite colonovideoscope smoothly. The issue was detected during reprocessing. The intended diagnostic enteroscopy procedure was completed with the same scope and the evis lucera elite video system center with no surgical delay. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the nozzle but the specific material could not be identified. The nozzle was not reported to have been deformed or broken. Additionally, there were no reported deviations from the instructions for use (IFU). The user inspected air/water flow function before the procedure, reprocessed the device in accordance with the IFU, used the air water channel cleaning adapter when feeding air/water, and performed pre-cleaning immediately after the device was used for procedure. Olympus will continue to monitor field performance for this device.